Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the confida guidewire was received enclosed within a sealed pouch, inside its original hoop holder. The guidewire was observed partially coiled inside the hoop holder. The nosecone end of the holder appeared damaged, with a break at the insertion region. A detached nosecone fragment observed resting on the spring coils. The proximal spring coils exhibited a sharp kink, with associated remnants of dried blood present at the kink location. Multiple scratches were observed on the polytetrafluoroethylene (ptfe)-coated coils at and adjacent to the kinked region. Repositioning of the nosecone fragment revealed an additional bend in the coils, with adjacent remnants of dried blood. The curved j-tip exhibited an elongated profile, with a kink observed distal to the location of the repositioned nosecone fragment. Additional remnants of dried blood were observed along the j-tip coils, along with small scratches and a raised coil. The glued distal tip appeared intact, with no visible damage. The detached fragment exhibited jagged edges at the proximal end and a small crack at the distal tip. The jagged edge geometry of the fragment aligned with the damaged region of the nosecone within the hoop holder. The tapered glue bond at the coil-to-core wire transition appeared intact, with no visible damage. The core wire exhi bited scratches along the ptfe coating. A distinct scratch was identified adjacent to the damaged nosecone/hoop holder region. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the guidewire had a strong bend just proximally from the curved tip after being pulled out from its holder, which made it unable to use for the procedure. No patient complications have been reported as a result of this event.